Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable pulse generator (ipg) malfunctioned and they required a visit to the emergency room for a rapid heart rate. The ipg remains in use. No further patient complications have been reported as a result of this event.